Manufacturer narrative:
The device evaluation is now completed. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no available repair history for this device. Upon inspection and testing, the device yielded no image on the monitor for the 180 series scopes. This is attributed to the faulty patient board set, likely the synchronous circuit which controls the 180 series.

Manufacturer narrative:
There is no additional information for this event as yet. The device is returned but device evaluation is not completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during set up for a diagnostic procedure while the patient was under anesthesia, the device yielded no live image. A black octagon was observed on the monitor. Device was powered off and the videoscope connector was cleaned with alcohol and let dry. The socket was also cleaned with compressed air. When plugged and powered up the image was still black. There was no reported adverse impact to the patient.